Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 1/23/2017. Device evaluation: the device has been returned and evaluated by product analysis on 1/04/2017 with the following findings: a review of the pump¿s black box data showed no evidence of a short battery life. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation. During visual inspection of the pump, it was observed that the test battery cap was undamaged and was able to fit to the pump and maintain an electrical connection. The pump¿s ¿ez-prime¿ steps were performed correctly and all of the pump¿s electrical current draws measured within specifications. The pump¿s cover was removed and no intermittent conditions were found to the printed circuit board (pcb). The investigation was unable to duplicate the original ¿intermittent power¿ complaint. Unrelated to the initial complaint, it was observed that the battery compartment was cracked.